Event description:
It was reported that sometimes the implant did not seem to stay on the setting where it should be. For an example the patient¿s reclining position was considered upright but sometimes when the patient lays down, the stimulation seemed to change to a higher setting. The adaptive stimulation was turned on after 2 weeks and worked fine for about a month but then it seemed like the patient was not getting consistency with the adaptive stimulation. It was initially reported that the implant did not move but then it was later reported that the patient has lost weight and the implant was more near the surface of the skin, implying the orientation might have changed. The patient had swelling and weighed more at the time of implant, in the left buttocks. It was also noted that the permanent implant was not as good as the trial. During the trial, the patient received good coverage for hersciatica, lower back, neuropathy in her leg and coverage for the upper leg/knee/thigh. An information request was made about the patient programmer and control magnet and basic functionality was reviewed. The patient was going to meet a company representative on (B)(6) for further programming. Additional information has been requested.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).